Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed tests to confirm communication errors between the surgeon side console (ssc) and vision side cart (vsc) and cleaned fiber/port. The fse replaced the surgeon side console (ssc) common compute controller (ccc) board to resolve the issue. The fse also replaced both blue fiber pigtails since they were bent. The system was tested and verified as ready for use. The blue fiber pigtails involved with this complaint are a field scrap item and will not be returned to isi for further investigation. Isi did receive the ssc ccc involved with this complaint, but failure analysis is in progress.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable errors 31089 and 170 occurred. The tse confirmed the errors upon reviewing logs. Before contacting the tse, the customer had power cycled the system, but the issue was not resolved. The customer found that the top left fiber port on the vision side cart (vsc) and the other end of the surgeon side console (ssc) #1 was blinking in blue. The other fiber connections were normal. The tse had the customer power off and disconnected ssc #1 blue fiber cable (bfc). The system powered up normally with only ssc #2 connected. The customer planned to complete the procedure with only ssc #2. The procedure was completing as planned with no reported injury.